Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient had an increase in pain symptoms and underdose symptoms. During a pump and catheter check procedure (dye study), the healthcare professional (hcp) could not get drawback on the catheter with 2 different needles. The catheter was viewed under x-ray, and it was "discovered" that the catheter "may be kinked". The catheter was replaced. The pump was used to deliver morphine. The outcome of the patient was unknown.

Manufacturer narrative:
(B)(4).